Event description:
It was reported that upon device interrogation, it became apparent that an event occurred in april involving sustained vt (ventricular tachycardia) in the monitor zone; this event was not transmitted - even after the patient performed a manual transmission. Hcp (health care provider) encounter this situation frequently: they fail to receive transmissions even though the patient does not appear on the list of devices that are not transmitting. No adverse patient effects were reported. The communicator remains in service.